Event description:
It was reported that upon deployment of an ivc filter, the pusher pad did not disengage from the filter. The ivc filter was pulled down and one of the legs perforated the caval wall. After manipulation of the catheter, the delivery system did disengage. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter remains implanted and the delivery system was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.